Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump battery was depleting quickly and minimum fill notifications occurred. Customer reported the alarms were not audible. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.